Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated up until thursday they were kind of aware and responded fine, and then they didn¿t have issues. The caller stated they were wondering if the shunt placed in the left side of their neck or the sonogram used to place the shunt could have interfered with the patient¿s dbs system and wanted to check if that was a possibility. The caller mentioned the patient also had a central line on the right side of their arm going close to their heart, and the hcp possibly used a machine to check the patient¿s heart. The caller was unable to check the device as the patient programmer was at home. The caller stated they got disconnected from previous calls and wanted to have the rep come interrogate the device. Additional information was received: the caller stated no device issue or procedure issue lead to the infection. The caller stated they believed it was a staph infection. The caller stated following the pump implant they were prescribed antibiotics and sent back to the nursing home in stable condition. The caller stated a week or so after being sent to the nursing home (exact date (B)(6) 2018) the patient's father went to see the patient and the patient seemed restless and agitated. The caller stated they weren't sure if the patient was given prescriptions for their pump or dystonia. The caller stated the liver/kidney failure and dialysis was probably not related to the pump or dbs. The caller stated they had considered removing the patient's dbs earlier over the course of their illness (due to possible contamination from staph infection), but the patient was never stable enough to do so. The caller stated the patient's weight at the time of the event was unknown. There were no further complications reported.